Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of perfix plug, patient was diagnosed with hernia recurrence, abscess, hematoma, adhesions, fibrosis, neuralgia and abdominal pain, mesh protrusion thereby underwent mesh removal. The instructions-for-use supplied with the device list hernia recurrence, hematoma, adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6)2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6)2015: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2011 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the ligamentous structures were skeletonized revealed indirect left inguinal hernia was reduced back through the internal ring. A medium perfix plug (device #1) was placed in the defect and secured circumferentially with suture. Then, the onlay patch was secured to the pubic tubercle and deployed under the external oblique fascia.¿ (B)(6)2012 - patient had bilateral abdominal pain. (B)(6)2013 - patient had inguinodynia (neuralgia). (B)(6)2015 - patient had intra-abdominal hematoma, neuralgia. (B)(6)2015 - patient had neuralgia and diagnosed with chronic left inguinal hernia thereby underwent laparoscopic repair with the removal of mesh (device #1) & bard flat mesh (device #2). Per operative notes, ¿the adhesions in the left lower quadrant were taken down. The perfix plug (device #1) was protruding through inguinal canal was completely excised. The defect on the left was noted and bard flat mesh (device #2) was attached to pubic tubercle, laterally and medially to the conjoined tendon using sutures.¿ attorney alleged that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries.